Event description:
The customer stated, she was hospitalized for high blood glucose and the reading was 900 mg/dl. Troubleshooting was performed and the insulin pump passed the leadscrew test and the programming was correct. The tubing clamp was not available for the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.